Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported an unknown side rupture. Physician later confirmed left side rupture diagnosed with ultrasound and 'pain in left mammary gland, change of shape and density.' Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: breast pain: unable to observe since it is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Visibility/palpability: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, corrected and/or changed data.

Event description:
Patient reported an unknown side rupture. Physician later confirmed left side rupture diagnosed with ultrasound and 'pain in left mammary gland, change of shape and density.' Device has been explanted and replaced with non-allergan device.